Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) had an unspecified infection and required removal of the pd catheter (not a fresenius product). There were no reported allegations that the event was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that on (B)(6) 2022 the patient was hospitalized with peritonitis. It was reported during hospitalization the patient had a pd culture obtained but the results are unknown. The nurse stated the patient was treated with antibiotic therapy (unknown medication) and underwent removal of the pd catheter (not a fresenius product). The patient was transitioned to hemodialysis for renal replacement needs. Subsequently, on (B)(6) 2022, the patient was discharged from the hospital. The patient is continuing outpatient hemodialysis and is reportedly recovering from the event. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis. The nurse stated it is suspected the peritonitis event was caused by a breach in aseptic technique during the pd exchange.